Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms, which were not reproduced due to a constant reload set message at power up. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with continuity on the tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during incoming inspection. It was also reported there was no patient involvement.